Event description:
During preparation of the pump system for cardiopulmonary bypass, the user reported that the roller pump control module display was blank. The device could be operated, and its status known, by use of the controls in the pump system central control monitor. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
The reported behavior of the device was attributed to the failure of the connection of a cable connecting the pump display assembly with the internal circuitry of the pump. The faulty connection was due to a recessed pin on the cable connector.